Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off suture needle. It was received for analysis an empty opened box, four empty opened overwrap and ten unopened samples of product code 8411, lot lbj339. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-87531, 2210968-2019-87532, and 2210968-2019-87533. Analysis results have been included in follow-up reports for each.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy in (B)(6) 2019 and suture was used. During the procedure, the needle came loose from thread. There were no adverse patient consequences reported. No additional information was provided.